Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced a dexcom g6 pairing failure with the ilet following a sensor and transmitter change, after which customer care guided entry of the new transmitter ID and sensor code and restored glucose data display; the event included elevated blood glucose reaching 273 mg/dl for approximately two hours, with no backup therapy, no ketone testing, and no medical intervention. Symptoms included a slight headache. Outcomes included transient hyperglycemia without hospitalization or long-term impact. Investigation included troubleshooting and user education to resolve the pairing failure. Investigation of this case revealed a resolved communication/pairing issue between the cgm and ilet without persistent device malfunction. It was concluded, based on previously established findings for similar reports, that user-interface and connectivity factors most likely contributed to the event.